Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) arrived at the unit and found no active drawer failures. The fse ran a report and identified that drawer 5-2 had failed previously. The fse checked and reseated the drawer connections and cleared debris. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer could not be recovered and showed failed hardware requiring maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.